Event description:
It was reported that during a sleeve gastrectomy, an echelon 3000 stapler was opened and to be used for the first fire with a gold load with buttress. The surgeon inserted the stapler to be fired through the trocar and upon firing the stapler the staples did not form and the knife did not cut. The surgeon then took the stapler out of the trocar and attempted fired again on a towel and nothing happened. It appeared to the rep that there was no knife or sled to advance staples and cut tissue. A new stapler was opened to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 6/03/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60l, with lot number a97p9d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.